Manufacturer narrative:
G9: exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device over the guide wire or difficulty advancing the device through the guiding catheter; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified diagonal branch. Pre-dilatation was performed with a non-abbott balloon in the bifurcated lesion of the left anterior descending artery and the diagonal. Optical coherence tomography was performed and then a 3.25x33mm xience sierra stent was implanted in the bifurcated lesion of the left anterior descending artery and the diagonal. No flow was confirmed in the diagonal which per the physician the stent caused or contributed. Therefore, an unspecified guide wire was re-crossed through the stent. During advancement of a 2.0x8mm nc traveler balloon dilatation catheter (bdc), slight resistance was met with either the guiding catheter or guide wire. It was then noted that the proximal shaft became separated. A 2.0x12mm nc traveler bdc was used to successfully complete the procedure. Blood flow was recovered at the diagonal. There was no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.